Manufacturer narrative:
Batch review performed on 08 may 2017. Lot 148362: (B)(4) items manufactured and released on 27 april 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The cause of the pain is unknown. The surgeon performed an I and d and swapped the liner. The surgery was completed successfully. X-rays and explants are not available.